Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) / left essure perforation"), device dislocation ("coil migration / migration of essure device in left tube") and ectopic pregnancy with contraceptive device ("ectopic pregnancy /pregnancy (termination)") in a (B)(6) year-old female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's past medical history included gravida ii, parity 2 (date of births: (B)(6) 2004, (B)(6) 2009), preterm labor, sickness, termination of pregnancy, cavernoma (MRI), chiari malformation and cavernoma. Patient denies smoking, street drug use or history of stds. The patient denies a history of ectopic pregnancies. Concurrent conditions included overweight, shoulder pain, neck pain, blurry vision, gait disorder, dizziness, numbness, breast pain, galactorrhea, ovarian cyst, bloating, post coital bleeding, mass nos, hemangioma cavernous, foggy feeling in head, nipple discharge, erythema, enlarged tonsils, nasal discharge, throat tightness, swallowing difficult, anemia, ear pain, lymphadenopathy, tenderness, cervicalgia, muscle disorder, temporomandibular joint disorder, tendonitis, bruxism, uterine bleeding, chiari malformation, otalgia and spotting vaginal. Family history included diabetes insipidus, stroke (maternal grandmother), hypothyroidism and anemia (maternal grandmother). Concomitant products included augmentin, azelastine, azelastine hydrochloride (astelin) and ibuprofen since 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse (cramping)"), menorrhagia ("abnormal and excessive bleeding during menstruation / menorrhagia"), vaginal haemorrhage ("abnormal bleeding/ vaginal bleeding"), sexual dysfunction ("apareunia / inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, nausea ("nausea"), fatigue ("fatigue"), pelvic pain ("pain") and eye disorder ("vision/eye problems"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain lower ("severe cramping"), weight abnormal ("weight changes"), back pain ("severe lower back pain / severe constant lower back pain"), cyst ("cysts"), migraine ("migraines / migraines worsened"), abdominal pain ("mild to severe constant abdominal pain"), breast discharge ("sticky light discharge coming from my right breast"), endometriosis ("endometriosis") and temporomandibular joint syndrome ("tmd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics, metoclopramide (reglan), diphenhydramine hydrochloride (benadryl), surgery (bilateral salpingectomy), surgery (hysterectomy) and surgery (surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, headache, abdominal pain lower, weight abnormal, back pain, menorrhagia, cyst, vaginal haemorrhage, tooth disorder, sexual dysfunction, vaginal infection, nausea, fatigue, eye disorder, abdominal pain, breast discharge, endometriosis and temporomandibular joint syndrome outcome was unknown, the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection, depression, anxiety and pelvic pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast discharge, cyst, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, eye disorder, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, temporomandibular joint syndrome, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight abnormal to be related to essure. The reporter commented: left sided dilation in the cornea and left sided essure protruding through the back of the fundus of the uterus in the area of the cornua right essure implant in place. The left essure implant was noted to be emerging from the left side of the uterus in the cornual area. Previously removal reported date was (B)(6) 2016(hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed placement of both essure coils mammogram - on an unknown date: came fine pregnancy test urine - on an unknown date: positive ultrasound scan - on an unknown date: an ectopic pregnancy hysterosalpingogram cont.: full occlusion of both tubes. On (B)(6) 2013, hysterosalpingography showed, uterine cavity not adequately evaluated because of suboptimal distention because of complaint of pain by the patient. Satisfactory position of each essure insert relative to the tubouterine junction, no evidence of tubal patency. On (B)(6) 2013, obstructive hydrocephalus v. Intracranial htn v. Meningitis v. Herniation v. Migraine v. Musculoskeletal: chiari malformation cavernoma headache, etiology unknown. On (B)(6) 2014, digital diagnostic bilateral mammograph with cad: showed, areas in both breasts are benignappearing mammographic or sonographic abnormalities are demonstrated. Clinical management of reported right breast pain and intermittent bilateral discharge is suggested. On (B)(6) 2014, gyn report showed, utanteverted, no masses seen; endo-smooth & uniform up to 8mm, no focal lesions identified. Rt ov-1.8 x 1.3cm exophylic simple cyst with trace free fluid seen; it ov writ; no ov torsion observed; bilateral ensure coils identified; no andx masses seen. On (B)(6) 2015, abdominal and pelvic CT with IV contrast: no acute findings in abdomen or pelvis. Indeterminate. Right adrenal nodule. Follow-up adrenal mr1 recommended on (B)(6) 2015, ultrasound pelvic complete showed: probable normal position of essure coils. Small simple right ovarian cyst. On (B)(6) 2015, ultrasound breast right: rt breast nipple discharge on (B)(6) 2015, MRI brain with and without contrast: stable size and configuration of multiple cavernomas, largest within the right cerebellum measuring approximately 0.9 cm in maximal dimension. On (B)(6) 2015, specimen(s) received a: essure, bilateral b: salpinx, left c: salpinx, right d: products of conception: received is an aggregate of coiled metallic wire consistent with essure intrafallopian tube device. No soft tissue is identified. No sections are submitted. Received is a segment of fallopian tube measuring 7 x 0.5 cm with fimbria and sectioning reveals a 0.2 to 0.3 cm lumen. The fallopian tube is serially cross sectioned and submitted in its entirety in two cassettes. (2-x-n) received is a 5 x 0.6 cm fallopian tube designated as "right" fallopian tube. The fallopian tube has attached fimbria and a 1 cm paratubal cyst tissue designated products of conception gestational type endometrium showing chronic endometritis. -no products of conception identified. -specimen submitted entirely for microscopic evaluation. -clinical and serological correlation necessary on (B)(6) 2015, ob transvaginal showed, gestational sac with yolk sac seen upper left corneal area. Too early to visualize fetal pole. No free fluid visualized. This ultrasound does not rule out all anatomical abnormalities; including cardiac, valvar abnormalities or small (but hemodynamically significant) septal defects. On (B)(6) 2015, CT brain without contrast showed, no acute intracranial abnormality identified. On (B)(6) 2016, uterus and cervix: received is an 84 gram, 7 x 6 x 5 cm uterus with attached cervix. The serosa is dusky red and smooth. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 2 cm in thickness and sectioning reveals pink coarsely trabeculae cut surface with no definitive lesions or masses identified. The remainder of the myometrium is unremarkable with no other lesions or masses identified. The specimen is sectioned and submitted representatively as follows: block 1 anterior cervix; block 2 posterior cervix; block 3 anterior endomyometrium; block 4 posterior endomyometrium; blocks 5-6 serosa and posterior cul-de-sac. (6-x-s) sp/d ¿concerning the injuries reported in this case, the following one/ones were reported via social media: breast discharge, endometriosis and temporomandibular joint syndrome". Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received ¿ new events, ¿abnormal bleeding/ vaginal bleeding, dental problems, apareunia / inability to have sexual intercourse, dysmenorrhea (cramping), bladder infection, urinary tract infection, vaginal infection, depression, anxiety, migraines, headaches, nausea, fatigue, pain, perforation (fallopian tubes), vision/eye problems, mild to severe constant abdominal pain, sticky light discharge coming from my right breast were added. Product indication was added. Product implant and explant date was updated. Lot number was added. Lab data were added. Historical and concomitant conditions and treatment medication were added. New reporter were added. Patients information was added. Family history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) / left essure perforation"), device dislocation ("coil migration / migration of essure device in left tube") and ectopic pregnancy with contraceptive device ("ectopic pregnancy /pregnancy (termination)") in a 32-year-old female patient who had essure (batch no. A78077) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's past medical history included multigravida, parity 2 (date of births: (B)(6) 2004, (B)(6) 2009), preterm labor, sickness, ectopic pregnancy termination, cavernoma (MRI), chiari malformation and cerebral hemangioma. Patient denies smoking, street drug use or history of stds. The patient denies a history of ectopic pregnancies. Concurrent conditions included overweight, shoulder pain, neck pain, blurry vision, gait disorder, dizziness, numbness, breast pain, galactorrhea, ovarian cyst, bloating, post coital bleeding, mass, hemangioma cavernous, foggy feeling in head, nipple discharge, erythema, enlarged tonsils, nasal discharge, throat tightness, swallowing difficult, anemia, ear pain, lymphadenopathy, tenderness, cervicalgia, muscle disorder, temporomandibular joint disorder, tendonitis, bruxism, uterine bleeding, chiari malformation, otalgia and spotting vaginal. Family history included diabetes insipidus, stroke (maternal grandmother), hypothyroidism and anemia (maternal grandmother). Concomitant products included augmentin, azelastine, azelastine hydrochloride (astelin) and ibuprofen since 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse (cramping)"), menorrhagia ("abnormal and excessive bleeding during menstruation / menorrhagia"), vaginal haemorrhage ("abnormal bleeding/ vaginal bleeding"), female sexual dysfunction ("apareunia / inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, nausea ("nausea"), fatigue ("fatigue"), pelvic pain ("pain") and eye disorder ("vision/eye problems"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), abdominal pain lower ("severe cramping"), weight abnormal ("weight changes"), back pain ("severe lower back pain / severe constant lower back pain"), cyst ("cysts"), migraine ("migraines / migraines worsened"), abdominal pain ("mild to severe constant abdominal pain"), breast discharge ("sticky light discharge coming from my right breast"), endometriosis ("endometriosis") and temporomandibular joint syndrome ("tmd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, metoclopramide (reglan), diphenhydramine hydrochloride (benadryl), surgery (bilateral salpingectomy), surgery (hysterectomy) and surgery (surgery). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, ectopic pregnancy with contraceptive device, headache, abdominal pain lower, weight abnormal, back pain, menorrhagia, cyst, vaginal haemorrhage, tooth disorder, female sexual dysfunction, vaginal infection, nausea, fatigue, eye disorder, abdominal pain, breast discharge, endometriosis and temporomandibular joint syndrome outcome was unknown, the dyspareunia, dysmenorrhoea, cystitis, urinary tract infection, depression, anxiety and pelvic pain had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast discharge, cyst, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, temporomandibular joint syndrome, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight abnormal to be related to essure. The reporter commented: left sided dilation in the cornea and left sided essure protruding through the back of the fundus of the uterus in the area of the cornua right essure implant in place. The left essure implant was noted to be emerging from the left side of the uterus in the cornual area. Previously removal reported date was (B)(6) 2016(hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed placement of both essure coils. Mammogram - on an unknown date: came fine. Pregnancy test urine - on an unknown date: positive. Ultrasound scan - on an unknown date: an ectopic pregnancy . Hysterosalpingogram cont.: full occlusion of both tubes. On (B)(6) 2013, hysterosalpingography showed, 1. Uterine cavity not adequately evaluated because of suboptimal distention because of complaint of pain by the patient. , satisfactory position of each essure insert relative to the tubouterine junction, no evidence of tubal patency. On (B)(6) 2013, obstructive hydrocephalus v. Intracranial htn v. Meningitis v. Herniation v. Migraine v. Musculoskeletal: 1. Chiari malformation cavernoma. Headache, etiology unknown. On (B)(6) 2014, digital diagnostic bilateral mammograph with cad: showed, areas in both breasts are benignappearing mammographic or sonographic abnormalities are demonstrated. Clinical management of reported right breast pain and intermittent bilateral discharge is suggested. On (B)(6) 2014, gyn report showed, utanteverted, no masses seen; endo-smooth & uniform up to 8mm, no focal lesions identified. Rt ov-1.8 x 1.3cm exophylic simple cyst with trace free fluid seen; it ov writ; no ov torsion observed; bilateral ensure coils identified; no andx masses seen. On (B)(6) 2015, abdominal and pelvic CT with IV contrast: no acute findings in abdomen or pelvis. Indeterminate. Right adrenal nodule. Follow-up adrenal mr1 recommended on (B)(6) 2015, ultrasound pelvic complete showed: probable normal position of essure coils. Small simple right ovarian cyst. On (B)(6) 2015, ultrasound breast right: rt breast nipple discharge . On (B)(6) 2015, MRI brain with and without contrast: stable size and configuration of multiple cavernomas, largest within the right cerebellum measuring approximately 0.9 cm in maximal dimension. On (B)(6) 2015, specimen(s) received a: essure, bilateral b: salpinx, left c: salpinx, right d: products of conception: 1. Received is an aggregate of coiled metallic wire consistent with essure intrafallopian tube device. No soft tissue is identified. No sections are submitted. Received is a segment of fallopian tube measuring 7 x 0.5 cm with fimbria and sectioning reveals a 0.2 to 0.3 cm lumen. The fallopian tube is serially cross sectioned and submitted in its entirety in two cassettes. (2-x-n) received is a 5 x 0.6 cm fallopian tube designated as "right" fallopian tube. The fallopian tube has attached fimbria and a 1 cm paratubal cyst tissue designated products of conception gestational type endometrium showing chronic endometritis. No products of conception identified. Specimen submitted entirely for microscopic evaluation. Clinical and serological correlation necessary. On (B)(6) 2015, ob transvaginal showed, gestational sac with yolk sac seen upper left corneal area. Too early to visualize fetal pole. No free fluid visualized. This ultrasound does not rule out all anatomical abnormalities; including cardiac, valvar abnormalities or small (but hemodynamically significant) septal defects. On (B)(6) 2015, CT brain without contrast showed, no acute intracranial abnormality identified. On (B)(6) 2016, uterus and cervix: 1. Received is an 84 gram, 7 x 6 x 5 cm uterus with attached cervix. The serosa is dusky red and smooth. Sectioning reveals the endometrial cavity to be lined by a 0.3 cm pink-red mucosa. The myometrium measures 2 cm in thickness and sectioning reveals pink coarsely trabeculae cut surface with no definitive lesions or masses identified. The remainder of the myometrium is unremarkable with no other lesions or masses identified. The specimen is sectioned and submitted representatively as follows: block 1 anterior cervix; block 2 posterior cervix; block 3 anterior endomyometrium; block 4 posterior endomyometrium; blocks 5-6 serosa and posterior cul-de-sac. (6-x-s) sp/d ¿concerning the injuries reported in this case, the following one/ones were reported via social media: breast discharge, endometriosis and temporomandibular joint syndrome". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("coil migration") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), abdominal pain lower ("severe cramping"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), weight abnormal ("weight changes"), back pain ("severe lower back pain"), menorrhagia ("abnormal and excessive bleeding during menstruation") and cyst ("cysts"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, headache, abdominal pain lower, dyspareunia, vaginal discharge, weight abnormal, back pain, menorrhagia and cyst outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, device dislocation, headache, abdominal pain lower, dyspareunia, vaginal discharge, weight abnormal, back pain, menorrhagia and cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was confirmed placement of both essure coils. Hysterosalpingogram cont.: full occlusion of both tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced coil migration (device dislocation), and ectopic pregnancy. Plaintiff underwent a hysterectomy one year after essure insertion. Device dislocation and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, it was reported that plaintiff had performed a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. The exact date and mechanism of dislocation and the onset date of ectopic pregnancy are not known. However, considering the information provided for this case, a causal relationship between the events and essure can formally not be excluded. This case was regarded as incident, due to the serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced coil migration (device dislocation), and ectopic pregnancy. Plaintiff underwent a hysterectomy one year after essure insertion. Device dislocation and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, it was reported that plaintiff had performed a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. The exact date and mechanism of dislocation and the onset date of ectopic pregnancy are not known. However, considering the information provided for this case, a causal relationship between the events and essure can formally not be excluded. This case was regarded as incident, due to the serious injury related to essure. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.